Event description:
According to the reporter, after open pharyngeal reconstructive surgery and during use, the suture was suspected to have a failure. There was tissue damage noted to the patient which resulted in a salivary fistula and neck abscess. An additional operation consisting of a surgical toilet in attempt to reconstruct the pharyngeal breach was performed to resolve the issue. The patient status is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.